Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis related to the use of the minicaps. On an unspecified date, the patient was hospitalized for the peritonitis. It was not reported if the patient was treated for the peritonitis. On an unspecified date, the patient was discharged from the hospital. At the time of this report, the patient had recovered from this event. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.